Manufacturer narrative:
(B) (4)

Event description:
It was reported that the pt woke up feeling "funny". The implantable neurostimulator was found to be off. The implantable neurostimulator was turned back on, however, the symptoms worsened. When stimulation was on, the pt reported a "stronger sensation" than usual. The symptoms began in the pt's arm. There was no known incident related to the event. Additional info has been requested from the hcp, but was not available as of the date of this report.